Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the programmer was turned on, there was a burning smell and the programmer could not be started again. The status of the programmer is unknown. No patient complications have been reported as a result of this event.